Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). (B)(6). This device was returned for service with an undetermined malfunction; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported on the service order from (B)(6) that the device had an undetermined malfunction. During service and evaluation, it was observed that the bearings were worn on the craniotome device. It was further determined that the crani bracket was damaged and the ¿tool¿ was touching the bracket. It was further determined that the device failed the following pre-tests: visual assessment (bracket) and cutter insertion (bearings). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.